Event description:
It was reported that the pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the caller to inspect and clean parts of the pump, including the cartridge o-ring and pneumatic tap area, and to follow the on-screen loading process. After attempting to load a second new cartridge correctly, the issue was resolved without the need for cartridge replacements. The caller understood the guidance and was advised to monitor the system's performance.